Manufacturer narrative:
This report is submitted on july 5, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report, july 5, 2021.

Manufacturer narrative:
This report is submitted on october 7, 2021.